Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm during testing noted. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has excessive no delivery alarms and he experienced high blood glucose over 600 mg/dl. The customer was advised to change the reservoir and infusion set. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. The insulin pump was replaced and returned for analysis.